Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia following an infusion set supply change, with verified blood glucose reaching 415 mg/dl and remaining above 180 mg/dl for over 12 hours; alerts for glucose above 300 mg/dl were received and the user changed the infusion site, after which glucose was reported as trending downward. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no hospitalization, and no assistance required. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia. It was concluded that the event was consistent with hyperglycemia of unclear cause.